Event description:
It was reported that a pediatric tracheostomy was in place but the balloon did not properly inflate. The patient had significant respiratory distress and high c02, due to poor ventilation. To find a functioning tracheostomy balloon, 2 (two) other tracheostomies were tested but reportedly failed. Additional information was received via customer email 20-oct-2022: the awareness date was amended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d4: device serial number/lot number is unknown h4: device manufacturing date and d4: device expiration date could not be determined h6: event problem and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. A photo and two product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no damaged could be detected in two samples or photo. Functional testing found the cuff inflated successfully for two samples; the complaint was not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)